Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that cause of the patient's stimulation stopping was due to the ins being overdischarged. The cause of the conflicting recharging stats was not determined. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was seen today for a power on reset (por). According to the patient he was feeling stimulation 1 week ago tuesday ((B)(6) 2018), at which point he noticed a change (normal for when he knows it time to recharge). The patient stated he fell asleep and when he woke up he got a "weird" message on his recharger. The patient stated he connected the programmer to the ins battery and it showed full. The rep asked if it was the battery for the programmer itself and he said no. The patient called the rep on friday to schedule an appointment for this week. The patient said stimulation stopped working around that call. Today at the appointment it was noted that the patient was in por (the patient said he did not see that screen last week). He stated the last time he recharged was around (B)(6) give or take. The patient stated he charges every 3-4 weeks according to the read out, it showed the patient charges about every 60 days (59.2). The patient stated that has never been the case. The patient noted that he has put on about 10 pounds. The rep attempted an antenna locate and trickle charge prior to setting the 60 min timer. The patient did not note any medical history other than pain. The patient's battery was charged and the issue was resolved. No further complications were reported. No patient symptoms were reported.